Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was fractured off of its mountings. The position potentiometer was replaced. Also, replaced was a wavy washer. After repair, the device was found to pass all delivery, accuracy and functional tests.